Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph did not identify any leaks from the set. The reported condition was not verified through evaluation of the photograph. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter last name - (B)(6). Initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set was leaking from the filter insert. The issue was identified during setup/preparation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.